Event description:
On (B)(6) 2026 the patient reported experiencing itching, rash, and blisters/welts while using the mcot device with the electrode - patch - universal 2 channel configuration. The patient sought medical treatment and was treated with prescription medication, including oral and topical ointment/medication. The patient has also been using benadryl (oral). The patient did not discontinue service or take a break in service. The patient reported following the skin preparation steps and has no history of skin sensitivity or allergy. The patient was transitioned to the lead wire adapter, and guidelines were reviewed.

Manufacturer narrative:
On (B)(6) 2026 the patient reported experiencing itching, rash, and blisters/welts while using the mcot device with the electrode - patch - universal 2 channel configuration. The patient sought medical treatment and was treated with prescription medication, including oral and topical ointment/medication. The patient has also been using benadryl (oral). The patient did not discontinue service or take a break in service. The patient reported following the skin preparation steps and has no history of skin sensitivity or allergy. The patient was transitioned to the lead wire adapter, and guidelines were reviewed. The universal patch was not returned for evaluation. Engineering evaluation was unable to be performed as the universal electrode patch was not returned. The universal patch is single use and disposed after use; therefore, it is not likely to be returned. Medical adhesive related skin injury (marsi) is likely related to a biocompatibility hazard manifesting at the electrode's interface with the patient's skin. No single factor or combination factors were identified and/or attributed to electrode skin irritation and associated symptoms. The product labeling advised patient of alternate options and other steps to take if skin irritation develops, including healthcare professional contact as needed.